Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at completion of robotic lobectomy, specimen (lobe) was placed in bag and during removal of bag and specimen from the chest, the bag tore. No patient injury.